Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was occlusion in the tubing, which cause the patient blood glucose levels was elevated to at least 400 mg/dl, therefore patient had received correction bolus via pump. The patient replaced supplies as necessary and resume insulin. No further information available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of record (B)(4) does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the device history record (DHR) review, which was necessary to advance the parent record to the review and summary. Complaint investigation: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004230 , in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004230 was manufactured according to the work instruction (wi) version 108 and manufactured in the line 3 on 14/nov/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3l00731 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 14/nov/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3l01960 was manufactured according to the wi version 57 and manufactured in the machine sc03, on 17/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.